Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - during use on the patient. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? - no. 3. Was there any change in the patient¿s post-operative care due to the prolonged procedure? - no. 4. Please provide the source of the external person providing answers to follow-up (external person submitting answers to sales rep) - scrubb nurse. Additional information: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 2, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02417043 device property of: none, device in possession of: none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture breakage. No adverse patient consequences were reported. Additional information was requested.